Event description:
It was reported that there was a catheter issue, which was specified as an occlusion at an unknown location. The patient¿s therapy worked initially after implant, but had never met their expectations, their spasticity symptoms had progressively worsened since (B)(6) 2014; also reported as a loss of therapy progressively worsening since the time of implant and became most evident around (B)(6) 2014. Patient symptoms or complications associated with the event included increased spasticity, and less than 50% therapy relief. The pump was being used to deliver baclofen (unknown). Diagnostic testing and troubleshooting was reported to have included a dye study, log check, flush of the catheter access port, and check of catheter patency at the pump distal, distal to the connector, and at the spinal segment. It was reported that the catheter occlusion was at the pump connector and required catheter replacement as a result of the event. The managing physician confirmed that the dye study indicated a blockage in the catheter, and that they felt that it was slowly occluding since implant, based on the patient¿s symptoms. The patient was referred to a neurosurgeon for catheter replacement. The catheter was explanted and replaced on 2014-10-06 (also reported as 2014-10-08). When the surgeon removed the connector from the pump, there was tissue lodged within the connector at the pump pin, and ¿some of that tissue may have entered the catheter and caused the blockage, which was only in the pump segment.¿ the spinal segment was still patent, although the surgeon decided to do a full replacement for the patient¿s ¿peace of mind, as she was very anxious pre-operatively.¿ it was reported that the patient felt the pump had never worked, and felt the issue had been there ¿since day 1.¿ the patient¿s symptoms or complications associated with the event included increased spasticity. The pump was being used to deliver lioresal 1000 mcg/ml at 200 mcg/day. The patient¿s status was reported as ¿alive - no injury.¿ no outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Analysis revealed observance of a kink on the catheter body right below the distal end of the anchor of segment 3. During pressure testing in the lab, the kinked area would occlude when the catheter was bent to a narrow radius.

Event description:
It was noted in the logs that following the catheter revision on (B)(6) 2014, none of the pump segment had been removed, but 7.9 cm of the spinal catheter segment had been removed; the catheter was revised due to blockage in the pump segment. Following the pump update on (B)(6) 2014, there was a 97% decrease in the infusion mode; the pump was being used to deliver baclofen 1000 ug/ml at 6.3 ug/day. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.